Manufacturer narrative:
At this time, the lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was damaged during a revision procedure. Physician cut this lead when attempting to get access. This lead was therefore explanted and replaced. No additional adverse patient effects were reported.